Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The reported meister guide wire was returned for evaluation. Peeling of the polymer jacket was observed on the returned guide wire. No other damage was confirmed. Microscopic observation of the polymer jacket found that the polymer jacket was intermittently peeled for about 45-57cm from the tip secondary to linear scratch. The peeled polymer jacket fragment was ribbon-shaped. As seen on the distal side, peeling of the polymer jacket was also observed at the proximal side, about 73.5-78cm from the proximal end. At the stop of peeling (about 78cm from the proximal end), a trace of scraping by a sharp edge of a concomitantly used device was found. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome and referring to known similar events, it was presumed that the polymer-jacketed surface of the meister guide wire was scraped by the sharp edge of a concomitantly-used device, most likely a metallic insertion tool. It was concluded that this evet was not attributed to product quality. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some fragment of the polymer jacket of the guide wire might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects] damage.

Event description:
It was reported that an asahi meister guide wire was used with a terumo progreat 2.0fr microcatheter for a transcatheter arterial chemoembolization (tace). It was not difficult to catheterize. The patient anatomy was not abnormally tortuous, having no abnormal turns or steep bends. During the procedure, the operators noticed that the wire had chipped up (frizzed) in the middle part of the shaft. They continued with the same catheter but changed the wire into a new meister witch worked nicely with no problems (no chipping or frizzing).